Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately ten years post-right hip implantation, the patient experienced high metal ion levels and is being monitored. No other symptoms, treatment, or surgical intervention has been reported. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient being monitored for high levels of co and cr in blood: 10 yrs post-implant: nickel plasma (normal); chromium urine 3.4 (high); cobalt urine - 8.4(high), 12 yrs post-implant: chromium 46.3 (high); cobalt 20.7 (high) - blood/plasma, 13 yrs post-implant: chromium 24.6 (high); cobalt 22.7 (high) - blood/plasma, 17 yrs post-implant: chromium 1.0 (normal); cobalt 11.94 (high) - blood/plasma. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.